Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro jaws would not turn off. The jaws were taken out of the patient's leg and caught on fire. A replacement device was used to complete the procedure. The hospital did not report any patient effects. Harvester was using device and noticed hemopro jaws would not turn off. The jaws were taken out of the leg and caught on fire. The device was disconnected from the power supply, another device was opened and the procedure was completed. No negative patient effects and the procedure was completed without a problem.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history the device was returned to the factory for evaluation. Evidence of clinical use and evidence of blood were observed. A visual inspection was conducted. The silicone insulation were charred. The boot was burnt. The heater wire could be seen clearly without any flexion and detachment indicating that the insulation had melted because of the fire. Insulation on the hot jaw was melted with cracks throughout the jaw and a peel at the tip of the jaw and remained attached at the base of the jaw. The insulation at the cold boot was peeled through the mid length of the jaw from the tip. The insulation was detached at the tip but remained attached at the base of the cold jaw. An electrical evaluation was conducted. A pre-cautery test as was performed per the instruction for use (IFU) with a reference cable and reference power supply vh-3010 at level 2.5. The device passed the pre-cautery test; it produced visible steam during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 10 times while the cable connections were manipulated with no observed failure. The handle was opened to evaluate the internal components. No visible defects were observed to the toggle. The switch was examined under microscopy. No residue or contamination was seen on the switch. We were unable to observe any electrical issues or failure to energize for the complaint unit during our testing. Based on the results of the evaluation, the reported complaint for ¿device remained activated¿ was unable to be confirmed but was confirmed for " peeled silicon insulation", "boot burn". Specific actions for this failure mode are being managed and documented in the maquet corrective and preventive action (CAPA) system

Event description:
(B)(4). The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro jaws would not turn off. The jaws were taken out of the patient's leg and caught on fire. A replacement device was used to complete the procedure. The hospital did not report any patient effects. Harvester was using device and noticed hemopro jaws would not turn off. The jaws were taken out of the leg and caught on fire. The device was disconnected from the power supply, another device was opened and the procedure was completed. No negative patient effects and the procedure was completed without a problem. (B)(4).